Event description:
The manufacturer received voluntary medwatch (mw5117078) alleging an issue related to a ventilator. The patient has alleged discolored water particles in humidification chamber. The device's humidification chamber and sterile inhalation bag were changed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.